Manufacturer narrative:
This complaint is still under investigation. Depuy will noify the FDA of the results of this investgation once it has been completed.

Event description:
Patient was revised due to microfracture in the medial plateau of tibial and osteolysis.